Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. However, an assignable root cause was not established. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the electrical control unit of the small battery drive device was damaged. It was determined that the device would not run, and the motor was worn. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check for unintended motion, check for sticky speed trigger, check in ¿off¿ mode, check the oscillation/ forward/ reverse mode function, check the oscillation angle, and check switching function forward/ reverse. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.